Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 25apr2019 to the present date 08jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported the device "was ripped off of the brain unit and thrown". No patient involvement.